Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported leak was unable to be confirmed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. As the reported leak was unable to be confirmed, the investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous and moderately calcified left anterior descending artery. A copilot device and a guiding catheter were used; however, blood leaked out of the copilot bleedback control seal during procedure. There was no loose connection reported. The same device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.